Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the handle firing sensation was stiff, there was discomfort in the firing sound, and the fired tack lacked adequate fixation strength. As a result, the device could not be properly fired and was replaced intraoperatively by opening and using a new tacker to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was returned with the blister pack. No bends or damage was observed upon inspection of the tube assembly. A tack was observed protruding from the tube assembly. Functional testing found that the instrument was applied to the appropriate test media. Two tacks were simultaneously deployed upon initial actuation of the instrument handle. The instrument timing was disrupted. In total, ten tacks deployed but did not seat properly in the test media. It was reported that the handle firing sensation was stiff, there was discomfort in the firing sound, and the fired tack lacked adequate fixation strength. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by an instrument that has been exposed to excessive force while applying tacks to a surface and the instrument removed before completing the handle squeeze. If a tack is fired over an improper surface, it may provoke the exertion of excessive force to the handle causing the unit to disrupt the timing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: a minimum of 4.2 mm thickness of tissue over underlying bone, vessels, or viscera is needed for full engagement of the tack. The total distance from the surface of the tissue (including the material to be fixated) to the underlying bone, vessels, or viscera should be carefully evaluated prior to application of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.